Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the induction test was performed several times without a successful shock occurring. The following day, the physician repositioned the sub cutaneous high voltage leads that were indicated to have unstable and high thresholds. After repositioning the leads, a shock during induction testing was successful. The physician thought that the implantable cardioverter defibrillator (ICD) longevity was low, so the device was explanted and replaced. No patient complications have been reported as a result of this event.